Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set separated from the y-site. This event occurred during priming of the set with unspecified chemotherapy medication. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured 02/12/2018 - 02/13/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.